Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal system error occurred preventing multiple functions, including medication discard, inventory count, and patient profile updates. The system displayed an error message stating, "a fatal error has occurred on the underlying data source. This could be caused by a network problem or hardware issue." Discrepancies were not listed despite incorrect counts and attempts to perform inventory counts and discard medications resulted in the same error. Patients were required to be added manually to the system. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed incorrect counts during counting and generated a fatal data source error when closing the drawer, preventing inventory count and medication discard functions, with no discrepancies recorded and requiring patients to be added manually. A technical support specialist (tss) connected to the station and accessed the administrative profile as permitted by the customer. The tss reviewed the database and identified that the structured query language database had exceeded the threshold and that the system drive had limited available space. Further analysis identified large server log files consuming storage, which were cleared along with associated dump files. The tss then reduced the database size and adjusted the database configuration to a simplified mode. Due to database instability, a full synchronization of the station was initiated after stopping relevant services and securing a database backup. Post synchronization, the database size was verified to be significantly reduced and system communication with the server was confirmed to be functioning properly, with transactions matching and archival processes operating as expected. The tss confirmed with the customer that the device was functioning correctly and medications could be removed without issue. The system functioned as intended after the technical support specialist troubleshot the device.